Event description:
Rec'd notice of complaint concerning above product from dir of nursing. Reports a minor blood leak on a first use dialyzer, pre-processed. The dialyzer is available for eval. A mailer and response letter has been sent to the facility. 6/3/98 due to the leak, the extracorporeal circuit was not reinfused estimated blood loss 266 ml. There was no reported adverse effect to the pt; no med intervention was required. Hemoglobin reported and stable. MDR filed due to blood loss.